Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer's blood glucose (bg) level was impacted (270 mg/dl). Customer stated that elevated bg level would be treated with manual injection. Customer was using apidra insulin.